Manufacturer narrative:
(B)(4).

Event description:
The patient expired while on the operating table during implant. The patient's heart rate dropped and the patient coded. The system remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.